Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The reason of revision was pain and radiolucency around both implants.

Manufacturer narrative:
Correction: please refer d9 - product available to stryker. The reported event could be confirmed since images of CT scans were provided and show loosening of both the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: the radiolucency around the implants can be confirmed. There is a little radiolucency around the tibial and less around the talar component. The information, however, suggests loosening of both implants. The underlying cause is hard to assess, but it seems as if poor bone substance and therefore a patient related factor is responsible for the loosening. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. Although the issue is most likely patient related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The reason of revision was pain and radiolucency around both implants. The index operation was completed on (B)(6) 2021.